Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and a small atrium for a mitraclip procedure. It was reported that after the steerable guide catheter was advanced within the patient when it was identified that the hydrophilic coating of the large sheath appeared to be abnormal. The sgc was advanced and was used to advanced through the septum. After multiple attempts the sgc was unable to be advanced through the septum, there was partial damaged observed. The sgc was removed and the procedure was discontinued. The final mr remained at grade 4+. There were no clinically significant delays reported.